Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor (gold). The pump had scratched display window, broken reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a prime/fill anomaly. The blood glucose at the time of the incident was 290 mg/dl. The customer stated that the insulin squirted out and the piston was not stopping at the bottom of the reservoir. The drive support disk was normal and there were no compromised force sensor system alarms in the history. Troubleshooting was not able to resolve the issue. The device was returned for analysis.